Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was selected for implantation. During the procedure, it was noted that the device had deformed into a cobra shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed from the patient and replaced with a 28mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient is stable and discharged.

Manufacturer narrative:
An event of device deformity was reported. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Two pictures were received from the field showing the occluder deployed in a cobra shape. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 26 mm amplatzer septal occluder is a 10f.

Event description:
Subsequent to the previously filed report, additional information was received that the delivery system was a 12f amplatzer torqvue delivery system.